Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent surgical intervention due to the patient's lead. The lead was reported under MFR. Report#: 1627487-2015-23441. During the procedure, the doctor was unable to insert the replacement lead tail into the ipg header due to the inability of the port screw being loosened. As a result, the doctor explanted and replaced the ipg. The procedure was extended by an hour. The replacement ipg resolved the issue.